Event description:
It was reported that during a laparoscopic splenectomy procedure, the iris valve tore on two devices. They were able to use a third device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.